Event description:
It was reported that the patient was having difficulty charging the ipg. It was also noted that the pocket site was very tender. The patient underwent an explant procedure. The explanted device components will not be returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).